Event description:
When plugged in to the arthrex ablator machine the probe says, "probe failure, replug new ablator. This happened with 3 devices before we were able to get one to work. No patient harm.